Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported issues with their dexcom g7 sensor after receiving a replace sensor alert earlier in the day. The ilet displayed a ¿connect cgm or enter blood glucose (bg) dosing stops¿ message. The agent walked the user through a sensor change and pairing process, explaining pairing time and warmup. During the event, the user experienced a low of 54 mg/dl, treated with juice, which resolved the low bg. At the end of the call, the event involved the lowest recorded glucose of 54 mg/dl, was managed without medical intervention or external assistance, and the ilet system did trigger an alert. Symptoms of dizziness were reported.